Event description:
The customer called and reported the buttons on the insulin pump stopped responding while she was changing the infusion set. The customer was able to get a button to work properly and finish the set change and was advised to monitor the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.